Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed in the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown, and no repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced three occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.